Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp looking to verify device information. Hcp noted pt had a revision done last year. Hcp states the revision was done because the "battery pocket was causing pt significant pain with sitting". Hcp read from the operative reports: " symptomatic spinal cord stimulator (scs) battery pocket, scs battery pocket revision, pt presented with significant history of back pain, battery removed from the pocket second incision made in her buttock, wires then tunneled, battery connected and placed in a new pocket, wounds were copiously with normal sterile saline, 1g of vancomycin powder applied throughout the surgical wound". Hcp also noted pt had several x-rays done in between the time of the original implant and the revision last year ordered by the provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The cause of the battery pocket causing significant pain was determined but not cl arified. The issue resolved.